Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6) PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this information was originally reported on 1825034-2016-00675 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on the review of a journal article titled, "the use of calcium carbonate beads containing gentamicin in the second stage septic revision of total knee arthroplasty reduces reinfection rate". The aim of the study was to analyze effectiveness and safety of packing the medullary canal of the tibia and femur with herafill, a void filler and antibiotic carrier, during second stage revision total knee arthroplasty for periprosthetic joint infection (pji). It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. The patient was reimplanted on an unknown date. The patient underwent a knee arthrodesis on an unknown date due to infection. The patient had (B)(6) during both infections. No further information has been provided.